Manufacturer narrative:
Additional suspect medical device component involved in the event: model:sc-1132 serial/lot: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that patient had some pain at the ipg site and part of the patient¿s lead was outside of the patient¿s body. The physician will explant the patient¿s lead and ipg due to risk of infection.

Manufacturer narrative:
Correction to initial MDR in additional information was received that the patient underwent an explant of all devices. The devices were sent to the laboratory for testing to determine type of infection as infection was confirmed.

Event description:
A report was received that patient had some pain at the ipg site and part of the patient¿s lead was outside of the patient¿s body. The physician will explant the patient¿s lead and ipg due to risk of infection.

Event description:
A report was received that patient had some pain at the ipg site and part of the patient¿s lead was outside of the patient¿s body. The physician will explant the patient¿s lead and ipg due to risk of infection.